Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident and/or complaint from this lot. The investigation determined the reported failure to advance and difficulty removing the device appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Artery with heavy tortuosity and mild calcification. The 2.00x15 mm mini trek balloon dilatation catheter (bdc) was advanced but could not cross to treat the lesion. There was resistance with the anatomy when removing the device. A smaller, non-abbott balloon was used to treat the lesion. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.